Event description:
It was reported that the right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements. This lead and device remain in service. No adverse patient effects were reported. This report reflects info receiving by FDA in the form of a notification per 803.22 (b)(2).